Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The sensors did not display correct values. Event occurred during procedure; back-up product used to complete. On (B)(6) 2015 no delays in surgery; no adverse consequences for patient.

Manufacturer narrative:
The device was returned and evaluated by the supplier. The supplier's evaluation included a review of manufacturing records, which found that the device met all quality testing/inspection specifications prior to distribution. The device was received in a skull bolt with foreign matter on the sensor area. The catheter material was cut open 8.8 cm from the case. Internal wires were exposed. Due to the condition of the device as it was received, no functional testing was possible. Based on their evaluation, the suppiler determined the cause of failure to be mishandling of the catheter. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints. Refer to MDR 1226348-2015-10772 for information regarding the other device involved in this event.